Manufacturer narrative:
Age at time of event: older than 18 years. Event date estimated to first date of the month of the aware date.

Event description:
It was reported that a vessel dissection occurred. Vascular access was obtained via the femoral artery. The 20mm in length, concentric, de novo target lesion was located in the mildly calcified proximal to mid left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was deployed to treat the lesion. However, it was noted that the distal part of the stent caused a vessel dissection. Another stent was deployed to cover up the dissected vessel. No further patient complications were reported and the patient was stable.

Manufacturer narrative:
Age at time of event: older than 18 years.

Event description:
It was reported that a vessel dissection occurred. Vascular access was obtained via the femoral artery. The 20mm in length, concentric, de novo target lesion was located in the mildly calcified proximal to mid left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was deployed to treat the lesion. However, it was noted that the distal part of the stent caused a vessel dissection. Another stent was deployed to cover up the dissected vessel. No further patient complications were reported and the patient was stable. It was further reported that the dissection was not flow limiting and was noticed during post dilation of the stent.